Event description:
A malfunction alarm was reported with the pump during the loading process. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to load a new cartridge, but the cartridge alarm recurred, leading to a decision to replace the pump. The pump was still under warranty and was to be returned using a pre-paid label. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Instructions were provided to the customer on how to put the pump into storage mode, which the customer understood and acknowledged.